Manufacturer narrative:
Submit date: 06/27/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports that when these sponges are manipulated to use as a sterile surgical dressing, the fibers are breaking into tiny white pieces of string. Also, the unfinished edge of the sponge frays and comes apart very easily without much manipulation at all.

Manufacturer narrative:
The complaint report showed that the sample return was not expected and to date the sample has not been received. There was no photo attached in the attachment tab. Should the sample be returned in the future the complaint report can be reopened. The device history record (DHR) was reviewed and indicated that there is no abnormal process condition during the manufacturing which could have led to the issue as presented by the customer. During the production process, the acceptance criteria inspections per established sampling levels were within the acceptable limits. The probable root cause for the reported condition could not be determined as the sample was not returned to particularly identify the area where fraying or linting occurred. For each autoblander machine there is a sensor that detects when the sensor shuts down and the edge fold is out. The sensors are challenged during each shift and during preventive and maintenance activities. As a corrective action, this issue will be reviewed during the monthly report out for the factory. No changes are required to quality control sampling plans at this time. Procedures like functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. No formal corrective action preventive action is created for the reported condition. The compliant will be reviewed by the plant management and will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.